Event description:
The patient had some withdrawal symptoms/increased pain. It was determined that the catheter had migrated. The catheter was replaced. The patient was doing well after the revision. The device system was used to deliver dilaudid 10 mg/ml at 5 mg/day.

Manufacturer narrative:
(B)(4).